Event description:
Prior to the transfemoral tavr procedure, a large chuck of calcium was noted in the lvot. During the procedure, a 29mm sapien xt valve was deployed in a final 50:50 aortic/ventricular (a/v) position. Post valve deployment, an aortic rupture was noted. The procedure was converted to a full sternotomy. It was noted that the patient did not bleed. A suture was placed on the back side of the annulus, near the location of the chuck of calcium. The patient was discharged to home four days later. It was perceived that patient factors, large chunk of calcium in the annulus into the lvot and long term steroid use, contributed to the aortic rupture. The patient¿s annulus measured 22mm x 28mm by CT (valve area of 511mm2). Severe annular calcification, bulky native leaflet calcification and moderate aortic root calcification were reported.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors (severe annular calcification with a large chuck of calcium in the lvot, bulky native leaflet calcification, long term steroid use) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.